Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were unexplained pump reboot events observed in the black box. No moisture corrosion was observed in the battery compartment. The battery compartment was found to be cracked. The returned battery cap was able to attach to the pump and maintain power for a 24 hour duration test. The alleged issue was observed in the pump's history, but could not be duplicated during testing.